Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: what color cartridge used on 1st firing? Buttressing material use? Is so, type? Any unusual noise?

Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing of the sleeve using a echelon device, the three rows of staples on the specimen side were formed. Only one row of staples on the patient¿s side formed. The other two rows were malformed and some open. The surgeon over sewed to correct. Twenty-four hours post-op, a swallow study was performed. From the study it was found that the patient had a leak. The surgeon uses various options to correct post-op leaks. Currently it is unknown how this leak was corrected. The device is with risk management and will not be released.